Manufacturer narrative:
Data analysis: the automated impella controller (console) logs were looked but they were found to be not relevant with the failure mode. Device analysis: the console was tested after arriving in field service. The purge disc retainer was confirmed to be broken. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support during a ventricular tachycardia ablation. It was reported while on impella 5.5 support, the automated impella controller (aic) became damaged during a cassette change. It was reported a piece of the aic's air sensor was broken off, and the aic required replacement with the back up aic unit to resolve the issue. There was no patient harm reported.